Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. At approximately 7:00am, the patient and his wife were both woken up by the low alert on the dexcom cgm. The cgm was displaying 76mg/dl and no fingerstick was performed at the time. The patient¿s wife turned the patient¿s pump off so that it would not deliver more insulin and the patient went back to sleep. The patient¿s wife was in the kitchen 2 hours later and received no response when she tried to yell for the patient. She went to the bedroom to check on the patient and found him in bed covered in sweat stated that the patient was ranting and raving and was delirious. The patient¿s wife was unable to get the patient out of bed or wake him. She then performed a fingerstick and the bg meter read 29mg/dl while the cgm was reading 41mg/dl so she called 911. While waiting, the patient¿s wife administered the patient with glucagon. When the emergency medical technician¿s (emt) arrived, the patient was aware and coherent. The emts had the patient eat a donut and had them drink a class of milk. It was indicated that the patient¿s condition significantly improved shortly after eating and drinking. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.